Manufacturer narrative:
The hvad pump ((B)(4)) was returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Manufacturing documentation confirmed that the pump met all requirements for release. Review of controller log files confirmed the reported event, revealing power outside the normal operating range. Alarm files confirmed high watts alarms and most likely relates to the fibrin thrombus identified during independent pathology. Post explant functional and dimensional analysis did not reveal any conditions that would have contributed to the reported event. The most probable root cause of the reported high power event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately nine months after the implant, her lvad demonstrated high power consumption and she developed "hyperchromic" urine. The treating physician suspected thrombus in the device and opted to perform a cardiac transplant a few days after the initial event. The treating physician reported that the suspected thrombus was not related to the heartware device. In addition, the treating surgeon indicated that the patient had recently had dehydration. The site has indicated that it will be returning the device to the manufacturer for evaluation.